Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The trunk cable connector was damaged. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.